Event description:
The device was used during an unspecified procedure. Reportedly, the staple line did not hold. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
The evaluation revealed pressure ridges around each of the staple pockets suggesting a full complement of staples was fire from the sulu. The instrument was reset, reloaded and test fired satisfactorily.